Manufacturer narrative:
(B)(4). The reported complaint was confirmed. As per log analysis, the customer had a perfusion screen with the arterial centrifugal pump assigned to the wrong pump. Each time they used this perfusion screen they would reassign it to the correct pump at the start of the case, this time they forgot. The fsr reassigned the pump in configuration to correct the issue permanently. The fsr could not duplicate the issue. With the ccp present, the fsr reconfigured perfusion screen and reassigned all icons and tested the centrifugal system with newly re-configured screen to confirm correct operation. The fsr saved new screen to the backup card. No part is being returned to the manufacturer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the arterial pump was reading no flow. This event occurred at the beginning of the case. The perfusionist (ccp) traced the flow probe back and it all checked out. The arterial pumphead has a question mark (?) On it. They had to reassign and at that time, they had to use manual control. Once reassigned everything worked fine. The device was not changed out. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on 25-may-2016: manufacturer clinical services has also reviewed the system-1 (aps1) log analysis that describes the events that occurred during the procedure. According to the ccp, the clinical team had made some recent device and circuit changes but were not completely comfortable in making permanent configuration and assignment changes via the central control monitor (ccm). Their routine was to temporarily re-assign the arterial centrifugal pump and flow module each procedure prior to initiating cpb. In this case, the ccp failed to re-assign the centrifugal pump prior to cpb and there was a question mark (?) On the arterial pump icon and arterial blood flow was not being displayed. Pump speed changes were able to be made with local pump controls and the pump speed (revolutions per minute [rpm]) was displayed on the local pump control. On the initiation of cpb, the centrifugal arterial pump was able to be controlled with local speed knob, but there was no flow display and the centrifugal pump was not configured as the arterial pump and thus no safety connections for air, level, and pressure existed. The ccp stated that on the initiation of cpb, the cardiovascular (cv) surgeon wanted to re-position the arterial cannula and he requested to wean the patient from cpb. As a result, the patient was on cpb for just about 15 seconds when cpb was suspended. During the time off of cpb, the ccp re-assigned the centrifugal pump as the arterial pump and this resulted in blood flow now being displayed and safety connection was enabled. Cpb was re-established a few seconds later, without issue, and no other issues were observed the remainder of the procedure. After the procedure, with assistance from manufacturer field service representative (fsr), the centrifugal pump was permanently configured and assigned as the arterial pump. The case was completed successfully, without delay as the re-assignment occurred off cpb when the aortic cannula was being adjusted. There was no associated loss of blood and no harm was observed.